Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The manufacturer's field service engineer reported power board failure. No patient involvement reported.